Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient's pain level was very high, so the device used up the charge very fast. The patient stated they changed the setting to cycling or the wave setting. They now charge every other day instead of every day.

Event description:
Additional information was received from the patient. The patient called their doctor, and the assistant suggested they try cycling. The control made it possible to charge every other day. The doctor also had x-rays done, but they haven't gotten an appointment yet. They changed to the cycling mode. The issue was not resolved. The patient planned on seeing the doctor to get the results of the x-ray to see if the leads had shifted when they fell.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that they have to charge the ins more often then they used to. Pt states they would typically charge every other day and now they are having to charge daily. Pt states they have had no adjustments and have not increased stimulation. Agent asked if pt had any falls around they time they noticed they are having to charge the ins more sooner. Pt states yes, they did fall around that time. Pt states they have no problem connecting to the ins or charging the ins. Agent reviewed and redirected to managing physician.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.